Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and found the 1.0 ml aspiration pump syringe stuck to the bottom of the pump, causing air to be introduced into the system during sample aspiration. The fsr cleaned the analyzer's pump and syringes, adjusted the integrated circuit technology (ict) assembly cuvette position and verified ict aspiration and reference cup fill. The subsequent verifications, calibrations and precision runs all met specifications. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the architect operations manual, which directs the user to check the dispense components when they encounter abnormally low ict results. Abbott architect system operations manual june 2007 - troubleshooting and diagnostics, observed problems, section 10: depressed concentration - ict results entire run (c system). This problem may be observed on an architect c system. Probable cause: dispense system is not performing correctly. Corrective action: perform monthly maintenance procedure and check dispense components. This is a final report.

Event description:
The customer states that controls were out of specification low for the sodium and potassium assays on the architect c8000 analyzer and six sets of pt results had to be corrected for these analytes that were also low but upon retest were higher (no pt results/data available). During troubleshooting, it was discovered that the filter straw for that I-ref solution was very dirty and that a check valve on line # 12 was very loose. The customer remedied these issues and performed precision runs with both levels of controls. The precision runs were not acceptable and the customer requested a service call. The customer had no specific pt info or results other than to report that one pt was being administered saline, which was discontinued when the lab called with the corrected results. There is no further impact to any pt management reported.